Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Investigation found that the right hand monitor was faulty and showed no image. The liquid crystal display (lcd) monitor was replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation was replicated and confirmed. Luminance was out of specification and halos were found in the lcd. The panel and main board were replaced.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair, the surgeon console right eye was black. Technical support engineer (tse) asked operating room (or) staff to remove instruments and cycle system power and surgeon console circuit breaker. The or staff was also asked to try another blue fiber cable between surgeon side cart (ssc) and vision side cart (vsc). Upon powering up, the right eye of the ssc was still black. Tse suggested to try restarting the system another time and walked the staff through restarting the system and also turning off the surgeons console with the main breaker at the rear of the console. The customer peeked into the surgeons console while it was powering on and noted that the right eye did turn on but it was noticeably dimmer than the left eye. The customer noted that the surgeon noticed that the right eye was black when he initially sat down at the surgeons console after they had docked to the patient. The customer did not have another ssc and decided to convert the procedure to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following information: the system was inspected before use, but the or staff did not check whether both images were present in the high resolution stereo video (hrsv) monitor. They just checked that all the lights were ' blue' when the system was turned on. When the surgeon noticed that one eye of the hrsv was down, the ports were already inserted into the patient, but it was before following. Technical support was contacted for troubleshooting and the blue fiber cable between the surgeon side cart and vision side cart was replaced as instructed but the right eye was still down. The surgery was converted to a laparoscopy procedure but after 10 minutes into the procedure, the surgeon decided to abort the procedure as the inguinal hernia was too big. There was no injury/harm to the patient involved.